Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a yankauer. The customer states during an open knee procedure the tip of the catheter broke off. X-rays were taken of the knee but the tip of the catheter was not located. The tip still remains missing.